Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the laparoscopic sleeve gastrectomy, the surgeon fired the first firing and the firing seemed to be completed. However, after attempting to remove the reload from the tissue, the reload had only partially fired and the reinforcement material was still attached to the distal portion of the reload. The surgeon had to cut the reinforcement with laparoscopic shears. After finishing the sleeve gastrectomy with the same device, they clipped the first staple line firing with a 5mm clip applier for added security. The second reload would not fully open to allow tissue into the jaws.